Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned for analysis within a shipping box, an opened concerto outer carton (227097378), an opened concerto inner pouch (227097378), and a dispenser coil. Damage location details: the concerto pusher hypotube break indicator (hbi) was found bent and broken. In addition, the concerto pusher was found broken at ~45.5cm from the pusher distal end. The implant coil was found still attached to the pusher and in good condition. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿coil separation/break¿ and ¿premature detachment¿ reports could not be confirmed. The returned concerto implant coil was found still attached to the pusher. In addition, no breaks or separations were found with the implant coil. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the product broke off at an unwanted location. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The device fractured at an unwanted point, "prematurely separated." The coil was removed from the patient and no medical/surgical intervention was required due to coil implantation in an untended location.